Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 5 cm abdominal aortic aneurysm approximately 37 months ago. It was reported that a recent CT demonstrated that the pt has disease progression resulting in aortic neck dilatation. The aortic neck is severely angulated, 85 degrees. It was reported a recent CT revealed the stent graft has migrated distally 30 mm and there is a type I endoleak. The pt implanted two talent aortic cuffs, successfully resolving the migration and type I endoleak, there are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Evaluation results and conclusions: migration, endoleak. Disease progression resulting in aortic neck dilatation and severe aortic neck angulation (85 degrees). (Secondary intervention).